Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck in a reboot loop due to failed windows updates, with the system attempting and failing to revert changes. A field service engineer (fse) replaced hard drive and installed 1.7.3 software and configured. Station had 7 updates to download and install, and it was completed. Then the fse also installed eset package. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was rebooting in a loop and was offline. However, there were no delays, adverse events or injuries reported based on this event.